Manufacturer narrative:
The reported complaint of the autopulse platform serial #(B)(4) displayed a user advisory - "(ua) 20" (position out of range) was not confirmed during functional testing and archive data review. There were no device deficiencies found during the evaluation. No device malfunction was observed, and it performed as intended. Upon visual inspection, no physical damage was observed on the returned autopulse platform. The archive data review showed that the autopulse platform displayed ua45 (not at "home" position after power-on/restart) error message around the customer reported event date. The encoder drive shaft was not within the normally acceptable range at 5851 counts when the platform was powered on (based on encoder lower limit = 2735 counts, encoder upper limit = 3409 counts). The issue might have happened due to the lifeband not being fully extended before use. Based on the archive, the ua45 error message was cleared. After clearing ua45 error, the autopulse platform displayed multiple ua07 (discrepancy between load1 and load 2 too large) error messages. The load sensing system has detected a weight/load imbalance between the two load cells (checked during power-on-self-test) due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression or take-up. Load cell characterization test indicated both cell modules are functioning within the specification. The observed error messages are unrelated to the reported complaint and were cleared by the user. The autopulse platform passed the functional testing without any fault or error. During further functional testing, it was noted that the encoder driveshaft could not rotate smoothly, exhibiting binding and resistance, thus confirming the customer reported complaint of the drive shaft will not rotate. The root cause was due to sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate or due to burrs on the surface of the clutch rotor, likely attributed to the normal use of the device. The impact of the sticky clutch was not severe enough to make the platform non-functional. The sticky clutch plate was deburred to address the issue. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification.

Event description:
During shift check, customer reported that the autopulse platform serial #(B)(4)displayed a user advisory - "(ua) 20" (position out of range) and the drive shaft will not rotate. No patient involvement.